Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user announced a meal as blood glucose (bg) was trending down. The user treated with glucose tabs, juice, and graham crackers. They reached a nadir of 65 mg/dl bg but did not require any further outside intervention. Best practices were discussed; bg was confirmed to stabilize over approximately 1 hour.